Event description:
Received the following info from the pharmacist #ii: the facility received the incorrect test strips for a resident. Investigation results: after review of the above issues, the following was determined: the pharmacy received a refill order sheet, via fax, containing an order for contour ts blood glucose test strips for the resident. The pharmacy tech incorrectly filled the order with contour test strips. The pharmacist approved the order as correct on final review. (B)(6).